Event description:
The international customer reported that the ventilator alarmed and displayed 'respiration failed' during use on a patient, however the device does not have an alert labeled 'respiration failed'. The customer reported there was no patient harm. Review of the device diagnostic log history noted a vent inop occurrence 80 days prior to the reported event due to pressure regulation high. Vent inop, when in use, will stop providing ventilatory support to the patient. The user must provide alternative ventilation and have the ventilator serviced.

Manufacturer narrative:
Device undergoing service evaluation